Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the serial number has not been provided. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
This account called about a rapid gas loss and air leak alarm generating while in use on a patient from the cs300 intra-aortic balloon pump (iabp). The registered nurse (rn) caring for the patient said that there had been blood in the helium line. She also stated that there was blood reported in the helium line in the operating room (or). They had changed out the tubing. She also stated that the iabp was currently pumping. It was explained that she needed to put the iabp in standby and stop therapy and notify the physician, as it needed to be removed. The rn was also reminded that it needs to be removed within 30 minutes of being stopped. The rn stated that the pump had not been put in standby saying that there had been a lot of complication in the operating room (or) and he wasn¿t sure if the dark colored substance in the helium tubing was blood or a dark oil. It was reinforced that if there is anything in the helium line discolored or dark it is a leak and it is important to stop therapy notify the physician and remove or switch out the catheter. They attempted to remove the catheter. It would not move through the sheath. The sheath came out and the iab still could not exit the arteriotomy, even with negative pressure pulled. They were told that because there was blood in the helium tubing in the or and the tubing was changed out and therapy resumed there is blood in the membrane of the catheter and a surgical removal is indicated. A separate emdr will be filed for the intra-aortic balloon catheter involved in this event.

Manufacturer narrative:
Three good faith efforts were made to the facility for information on patient status and evaluation/repair of the iabp. We have not received a response. We will report accordingly if the information is made available.

Event description:
This account called about a rapid gas loss and air leak alarm generating while in use on a patient from the cs300 intra-aortic balloon pump (iabp). The registered nurse (rn) caring for the patient said that there had been blood in the helium line. She also stated that there was blood reported in the helium line in the operating room (or). They had changed out the tubing. She also stated that the iabp was currently pumping. It was explained that she needed to put the iabp in standby and stop therapy and notify the physician, as it needed to be removed. The rn was also reminded that it needs to be removed within 30 minutes of being stopped. The rn stated that the pump had not been put in standby saying that there had been a lot of complication in the or and he wasn¿t sure if the dark colored substance in the helium tubing was blood or a dark oil. It was reinforced that if there is anything in the helium line discolored or dark it is a leak and it is important to stop therapy notify the physician and remove or switch out the catheter. They attempted to remove the catheter. It would not move through the sheath. The sheath came out and the iab still could not exit the arteriotomy, even with negative pressure pulled. They were told that because there was blood in the helium tubing in the or and the tubing was changed out and therapy resumed there is blood in the membrane of the catheter and a surgical removal is indicated. A separate emdr will be filed for the intra-aortic balloon catheter involved in this event.